Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during electice device replacement due to eri, one of the setscrews was stuck and tools were used to remove the setscrew. The device was explanted and replaced. The patient's condition is fine after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.